Manufacturer narrative:
Insulin pump had intermittent buttons response due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. However, insulin pump passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system alarm test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed motor error and keypad anomaly. The customer¿s blood glucose level was 419 mg/dl at the time of the incident and treated with manual injection. The customer stated that the insulin pump act button was hard to press. The customer stated that the drive support cap was normal and unable to perform high pressure test due to keypad anomaly. The insulin pump is being replaced and is expected to return for analysis.